Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 182557: 120 items manufactured and released on 26-jun-2018. Expiration date: 2026-03-13. No anomalies found related to the problem. To date, 116 items of the same lot have been sold without any similar reported event in the period of review. Other devices involved: batch review performed on (B)(6) 2022. Liner: versafitcup cc trio 01.26.3644hct flat pe hc liner ø 36 / e (k103352) lot 183106: 65 items manufactured and released on 14-aug-2018. Expiration date: 2023-07-19. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 183362: 200 items manufactured and released on 18-sept-2018. Expiration date: 2023-08-29. No anomalies found related to the problem. To date, 197 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. At about 4 years and 1 month post primary the surgeon revised the medacta cup and liner with a competitor's implants and revised the medacta head with a medacta head. The surgery was completed successfully.